Event description:
It was reported that a patient underwent a radical prostatectomy procedure on (B)(6) 2010 and suture was used. The needle broke when the surgeon tried to suture through the bladder. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.